Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the right plunger case is broken. The top case is chipped and cracked. Bottom case is cracked by left bracket screws and corner lining is worn off. Customer?s reported issue was duplicated during inspection. The right plunger case was broken and the timing plates springs were missing. The root cause of the reported issues was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: installed missing timing plate springs and replaced broken right plunger case.

Event description:
It was reported that forced sensor and plunger board have been replaced and they are still getting the same message to replaced plunger board, plunger cable, and force sensor. The problem is the main board. No patient injury reported.